Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("hypersensitivity"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions: rash"), dysgeusia ("other injury(ies) or complication(s) please describe: metal taste in mouth") and flank pain ("flank pain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, pruritus, dysgeusia and flank pain had resolved, the vaginal haemorrhage was resolving and the rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/ abdominal pain ,dysmenorrhea, dyspareunia, menorrhagia, nickel allergy, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, itching, rashes, metal taste in mouth & flank pain were added. Outcome updated. Historical drug added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to on (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus allergic ("hypersensitivity"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions: rash"), dysgeusia ("other injury(ies) or complication(s) please describe: metal taste in mouth") and flank pain ("flank pain"). The patient was treated with surgery (salpingectomy(bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, pruritus allergic, dysgeusia and flank pain had resolved, the vaginal haemorrhage was resolving and the rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic pain, pruritus allergic, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/ abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, nickel allergy, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and hypersensitivity had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/ abdominal pain ,dysmenorrhea, dyspareunia, menorrhagia, nickel allergy, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, nickel allergy, hypersensitivity were added. Date of removal was added. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.